Manufacturer narrative:
(B)(4).

Event description:
A provider reported that his tablet programmer was not working properly. Troubleshooting indicated the tablet programmer would only function properly when the usb serial cable was pressed firmly into the usb port and held in place. The tablet was returned to the manufacturer and is currently undergoing product analysis.

Manufacturer narrative:
The event date of (B)(6) 2015 should have been indicated in the manufacturer's initial MDR report.

Event description:
An analysis was performed on the returned tablet and no anomalies were noted with the usb port. The tablet was received without an ac adapter and the usb serial adapter cable. Numerous successful communication sequences were achieved with no issues. The tablet performed according to all functional specifications.